Event description:
When pt changed the pump time at 8am et, the pump combined the previous day's dosing data with the current day dosing data. After 7 hours, the combined dosing triggered an "insulin limits exceeded" alarm and would not deliver a bolus dose. Under slightly different circumstances, the pump could also have stopped basal rate insulin delivery.